Manufacturer narrative:
(B)(4). A boston scientific technical services consultant stated that this would explain why diaphragmatic oversensing was apparently only recently, even though the system has been implanted over three years. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise which was being oversensed resulting in pacing pauses of 1-2 seconds for the pacemaker dependent patient. The sensitivity was reprogrammed from 0.6mv to 1.5mv, noise was still present but it was not being sensed. The noise appears to occur with respiration and is possibly diaphragmatic. A chest x-ray was performed and it was noted that the patient's heart has actually shrunk in size (remodeled to almost normal), which caused the lead to be in a different position than it was originally. No adverse patient effects were reported.